Event description:
Device issue: balloon rupture. Time of device issue: during deployment. Adverse event: none. It was reported that during attempts to open a chronic total occlusion, there was a rupture while inflating the trek 3.0 x15 balloon. The balloon was inflated to 16 atmospheres; above the rated burst pressure. Reportedly, the balloon ruptured because of the heavy calcification. No patient effects were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the balloon catheter with blood on the hub, shaft, balloon, in the guide wire lumen, inflation lumen, and in the balloon. The balloon was returned loosely folded. There was a longitudinal rupture in the distal end of the balloon. The rupture was located at the distal balloon taper proximally for a length of 1 cm. It was unable to be determined if the balloon rupture was along the balloon fold. There was a flap of balloon material over the distal balloon marker. There were no scratches noted. There were kinks in the distal shaft 7.5 cm, 8.5 cm and 10 cm distal to the guide wire exit notch. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the balloon catheter. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information, the lesion was heavily calcified and 100% stenosed, which may have contributed to the experienced rupture. Scanning electron microscopy (sem) lab analysis determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial longitudinal tears/lines were observed along the inner surface. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to use. Damage to the inner surface of the balloon is most consistent with exposure conditions during the procedure, a material/processing discrepancy, multiple inflations and/or high stress being applied to the balloon material. Reportedly, the catheter was pressurized above rated burst pressure (rpb). It is possible that an interaction between the balloon and the heavily calcified lesion in addition to inflating the balloon catheter beyond its specified rbp may have contributed to the experienced rupture and balloon damage, though this cannot be verified. It should be noted that the product instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of balloon (with a 95% confidence) will not burst at or below their rbp. To prevent over-pressurization, use a pressure-monitory device. Although no other damage was reported to the catheter in the case description, the analysis noted multiple kinks and bends through the hypotube. This damage was not originally reported, the shaft may have kinked/bent from handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. Based on the information received with this complaint, the returned product analysis and the results of the sem analysis, a definitive cause for the reported balloon rupture cannot be determined. There does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.